Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. An exterior visual inspection was performed and the inspection passed. A voltage test was performed and the transmitter had no voltage. A review of the shared data log confirmed the reported event by the finding of a connection loss gap. A root cause could not be determined.